Event description:
The patient reported frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. External and internal visual inspections of unit revealed exposed wiring of right angle extension cable. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if was unseated during use, shipping or decontamination process. In addition, no power clip was returned and/or attached. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit was able to power on by directly plugging in the returned power supply into the i3 unit. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The problem of customer reported issues with pes powering on is confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.